Event description:
It was reported that blade detachment occurred requiring intervention. A 75% stenosed target lesion was identified in the moderately tortuous, non-calcified cephalic vein. A 6.00 mm / 2.0 cm / 50 cm peripheral cutting balloon (pcb) catheter was advanced to perform dilation of the lesion. The pcb was navigated across the stenosis without difficulty, and the approximately 5 to 6 cm stenotic segment was dilated six times: three inflations at 6 atmospheres (atm) and three at 10 atm. Full balloon expansion was achieved, and ultrasound imaging verified appropriate device use with intact, unbent blades. Device removal was conducted with heightened caution to avoid blade detachment. Upon withdrawal, slight resistance was noted as the balloon passed the sheath edge. Subsequently, the balloon was reinserted, minimally reinflated, rotated briefly, and then withdrawn again. While no resistance was felt during this second attempt, there was a tactile sensation indicative of possible blade detachment upon complete removal of the balloon. Ultrasound examination confirmed one blade had dislodged, remaining within the expanded vessel segment near the sheath. Surgical exposure of the vessel allowed for successful retrieval of the blade with forceps. The balloon, sheath, and detached blade were all recovered; inspection revealed the blade was undamaged and maintained its original integrity. The procedure was concluded with this device, and no patient complications occurred as a result of the event.

Manufacturer narrative:
E1: initial reporter city: (B)(6).